Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a loss of all electrocardiogram (ECG) signals occurred. During the paroxysmal afib ablation procedure, a current leakage error (error 7) was displayed. The system was powered down and all catheters were unplugged from the system. The system was switched back on but it would not switch on. The system kept rebooting between 1-2 and after 10 minutes the system ¿error 7¿ displayed again. The procedure was aborted. There were no patient consequences. On (B)(6) 2019, biosense webster inc. (Bwi) received additional information about the event. It was reported that the signal loss was observed on both the carto 3 system and the recording systems. All signals were lost. No external monitor was available for the physician to monitor the patient¿s heart rhythm. Device evaluation details: the bwi field service engineer (fse) found that the map connector of the backplane card of the patient interface unit (piu) was physically damaged. Fse replaced the damaged backplane card with a new one. All acceptance testing procedure (atp) tests passed successfully. The defective backplane card was sent to quest. The backplane card was scrapped there. In addition, fse found that body signal (bs) ECG cable was physically damaged. Bs ECG cable was replaced with a new one. This was not related to the reported issue. The system is ready for use. A manufacturing record evaluation (mre) review was performed by the manufacturer and no international actions which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a loss of all electrocardiogram (ECG) signals occurred. During the paroxysmal afib ablation procedure, a current leakage error (error 7) was displayed. The system was powered down and all catheters were unplugged from the system. The system was switched back on but it would not switch on. The system kept rebooting between 1-2 and after 10 minutes the system ¿error 7¿ displayed again. The procedure was aborted. There were no patient consequences. On 9/30/2019, biosense webster inc. (Bwi) received additional information about the event. It was reported that the signal loss was observed on both the carto 3 system and the recording systems. All signals were lost. No external monitor was available for the physician to monitor the patient¿s heart rhythm. The customer's reported current leakage error, communication errors and the procedure cancellation issues are not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, on 9/30/2019, bwi became aware of additional information indicating a reportable malfunction of ¿loss of all ECG signals¿ occurred.